Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found evidence of debris inside the electrode connector, which most likely caused the user's experience. There were burn marks noted at the teflon body where the high frequency cord is connected. In addition, the working element was found loose between the insertion tube and back plate tube. The electrode and high frequency cable used with this device were not returned for eval. The investigation did not duplicate the user's report of arcing. However, presence of debris and fluid in the connection could cause or contribute to arcing. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that towards the end of a transurethral resection of prostate (turp) procedure, they observed an arc occur at the connection point of the working element and the high frequency cord. The lead surgical technician at the facility reported that the arc was minimal, and the physician elected to complete the procedure with the use of the same device. There was no pt injury reported.